Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. Initial visual findings of ¿red residues found on catheter distal tip. No visual damages found¿ confirms the presence of coagulum on the catheter tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was found on the tip of the catheter. The tip was cleaned off and the procedure continued and subsequently completed. There was no patient consequence. On (B)(6) 2018, additional information was received indicating that the system did not display any error message when the issue occurred. There were no temperature or flow issues experienced during the procedure. Anticoagulant (heparinized saline) was administered to the patient. The patient did not exhibit any neurological symptom since the procedure was completed. Picture received confirm the presence of coagulum attached to the tip of the catheter.

Manufacturer narrative:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was found on the tip of the catheter. The tip was cleaned off and the procedure continued and subsequently completed. There was no patient consequence. Product evaluation details: the returned device was visually inspected, and red residues were found on the tip, no other visual damages were found. During the second visual inspection no residues were observed, this could be related to the decontamination process and due to the tip being cleaned off to continue the procedure. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed, however, the device was found within specifications. The root cause of the coagulum observed could be related to the procedure. Manufacturer's ref # (B)(4).